Manufacturer narrative:
Has been updated to reflect that no sample was returned. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4) the actual complaint product was not returned for evaluation. The device history record for the lot number, m5215t505, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the health care professional that the closed suction catheter was leaking and as soon as they took the device off the patient, the leak stops; however, while the device is on the patient the device is leaking. No additional information available.